Event description:
The customer reported that when the sensor belt is opened, there is no alarm tone. This happens with every alarm that they tried it with. There was no pt injury reported.

Manufacturer narrative:
(B) (4). The product has been requested to be returned, but has not been received. (B) (4).